Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple stuck button alarms. The customer's blood glucose level ranged from 196-236 mg/dl. During troubleshooting with tandem technical support, the customer reported that the pump screen could not be turned on with the button and it may be partially stuck. The customer was to continue to use the pump to manage diabetes.